Event description:
The reporter called lifescan regarding the er1 message she was getting on her meter when doing a blood test. The meter gave her er1, er2, etc. All the way through er6 in consecutive order. When er6 came up the meter would not work anymore. She also stated that she did not feel high when she was getting the error messages. Since she is declared legally blind, she could not see well enough to use the color chart. Her meter was replaced and since then she has not had a problem.